Event description:
It was reported that right ventricular (rv) lead was not successfully implanted due to numbers not too good. The helix was retracted and repositioned. Also, the helix seemed not extending like it should. Additional information indicated that physician started to reposition the lead due to sensing numbers were not good. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion.

Event description:
It was reported that right ventricular (rv) lead was not successfully implanted due to numbers not too good. The helix was retracted and repositioned. Also, the helix seemed not extending like it should. Additional information indicated that physician started to reposition the lead due to sensing numbers were not good. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.